Manufacturer narrative:
Device evaluation summary was completed on june 25, 2020. The catheter was inspected, and it was found with a hole on the shaft with internal parts exposed. A closer second visual inspection was performed and the hole was found on the tip between magnet 1 and 2 with internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed, and the catheter failed, due to there were intermittent readings in the dome. A failure analysis was performed, and the catheter was dissected on the tip area and were observed electrical values; however, from the dissection to solder joints the values were observed intermittent. Magnetic deflection test was not performed due to the damage on the tip. Additionally, a cool flow pump test was performed, and it was found within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed since the tip was broken and the catheter failed impedance. The root cause of the electrical intermittent readings in the dome could be related with the reddish-brown material on the pcb; however, it cannot be exclusively determined. The root cause of the tip broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter and the biosense webster, inc. Product analysis lab identified that the mid shaft of the catheter was broken ¿hole¿ with internal components exposed. Initially it was reported that after inspection, a mechanical damage of the catheter was detected. Preceding was an intermittent shutdown of the system. The catheter was exchanged and the issue resolved. There were no patient consequences reported. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. With the information available, this event was assessed as not MDR reportable. No patient risk could be identified for this issue. There was no patient consequence or intervention resulting from this device problem. The biosense webster, inc. Product analysis lab received the device for evaluation and on june 3, 2020 it was identified that the mid shaft of the catheter was broken ¿hole¿ with internal components exposed. This returned condition was assessed as a MDR reportable issue. The awareness date for this reportable lab finding is june 3, 2020.